Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified lesion in the mid right coronary artery to the posterior lateral artery. A 20/30 priority pack rotating hemostatic valve (rhv) was leaking and difficult to keep closed. The rhv was tightened when the issue occurred. Three devices were in the rhv at once: two guide wires with a balloon catheter or stent system. No other issues or damage were noted to the rhv. The rhv was able to be used to successfully complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The leak and device operating differently then expected were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.